Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the reporter stated the patient felt warmth on the side where the pump was being worn and the pump was very hot and the battery inside the pump was even hotter. The reporter stated the patient removed the battery from the pump and placed the battery in a bowl of cold water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the battery was not returned with the pump. The pump electrical current draws were within specification. There was no evidence of moisture in the battery compartments or internally. The power flex and components were inspected with no defects found. The pump was tested for a minimum of 24 hrs with the customer pump settings with no errors, alarms, warnings, overheating or power loss. The black box verified the voltages were steady with no sudden drop prior to the reported temperature issue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional method code:(B)(4).